Event description:
Customer reported that alarm has no power. The batteries were replaced with a new supply and all of the same type. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4). Eval results: eval of the returned product shows the alarm powers up, but the led lights do not come on. When weight is removed from the sensor pad there is static noise, and then the lcd goes blank and no sound. External power supply shows the low battery indicator does not work. There is no visible damage to the unit. (B)(4).